Event description:
The service report shows that while performing an unrelated service, the nellcor puritan-bennett service technician discovered the low pressure alarm to be out of specification. The service tecnician inspected the device and adjusted the low pressure switch. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.